Manufacturer narrative:
(B)(4). The device has not been returned to atricure for evaluation. If additional information is received, a supplemental report will be submitted. Device not returned from the facility.

Event description:
It was reported by the sales rep that the jaws wouldn't close when testing the clip. There was no delay in the case nor patient harm. Another clip was opened and continued without further consequence.

Manufacturer narrative:
(B)(4). The device was returned locked open. It was found that the opening cable had become lodged between the pulley and the toggle, preventing the device from closing. Device also failed for l/r articulation - no movement was observed when the lever was tested. It would also not hold its position in this direction when locked. Upon further investigation it was found that the opening cable had slipped from its position in the clasp in the pulley. The complaint was confirmed.